Manufacturer narrative:
(B)(4). Batch history review: a batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No other customer complaints have been reported on this batch of needles. Investigation: 3 unused needles from the same batch were received for evaluation. The safety mechanism was tested, and it could be activated without any difficulties. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Conclusion: based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned devices met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
The nurses of the oncology department have experienced several times, difficulties to release the safety mechanism of the needle during retrieval. This could cause accidental blood exposure.